Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 22.0 intraocular lens (iol) was explanted as the patient was unhappy with the surgery results. The lens was replaced with a zcb00 iol. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received confirming that this event involved a female patient. Incision enlargement was required. There was no complications and patient is doing well when discharged. Patient's physcian was dr.(B)(6). No further information was provided. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/21/2017 device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.